Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets tubing was leaking at the site events on (B)(6) 2024.the infusion set has been used for 1 day.the blood glucose level was high at the time therefore, the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-22810 - device 2 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.